Event description:
Clinical Narrative:An Impella CP was inserted via the left femoral artery in a 79-year-old male patient for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not noted on the Abiomed J&J patient flowchart. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock. Prior to Impella support, the patient required inotropes and vasopressors.While on support, the patient experienced a coughing episode, after which Impella flows immediately decreased from approximately 2.9 L/min to 1.0 L/min. The device was unable to provide support above P2 due to recurrent suction events. An echocardiogram was obtained at the bedside, and the Impella was pulled back and repositioned to an optimal position; however, there was no corresponding improvement in achievable flow. It was additionally reported that the placement waveforms became completely dissociated. At the time of the event, aortic pressure (AoP) was reported as 57/52 mmHg, indicating the patient remained supported despite the observed low-flow condition. The day prior to the reported event, Impella flow was documented at 2.9 L/min and Automatic P-Level mode. The purge solution consisted of dextrose 5% in water (D5W) with 25 mEq sodium bicarbonate.Due to persistent low flow despite appropriate repositioning, a clinical decision was made to explant the Impella CP. The device was removed according to standard procedure, and thrombus was observed on the outlet of the explanted pump. It was noted that the patient had been off systemic heparin due to a high risk of bleeding complications. The treating physicians were aware of the increased risk for pump thrombosis and clot ingestion in the absence of anticoagulation; however, it was noted that the risk associated with anticoagulation was considered greater for this patient. Not having systemic anticoagulation is contrary to the Instructions for Use recommendation. The partial thromboplastin time (PTT) at the time of explant was reported as 30 seconds. A decision was made not to escalate therapy or replace the device because the patient was unable to tolerate heparin therapy. Following explant, the patient's inotrope requirements increased substantially but the patient remained able to tolerate device removal.The reported low flows, suction alarms, and thrombus are consistent with the risk associated to not adhering to the recommended anticoagulation guidelines. Clot formation on the catheter can impede Impella Flows.The patient survived to explant. The family later elected for Do Not Resuscitate (DNR) status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.